Event description:
It was reported that an unknown patient underwent a afib ¿ paroxysmal ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve & carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There were clots on the vizigo and octaray. It was reported that after the octaray and vizigo were moved into the left atrium, clot was visualized on the octaray. Both the catheter and the vizigo were removed with clot on both. The act was 256 but the patient had a lung cancer diagnosis and was prone to clotting. The patient was stable at the time this event was reported. The char /coagulum/thrombus/clot was located on the irrigation port of the octaray. Clotting was also noted on the tip of the vizigo. No error messages. Md saw clot on the octaray thru his ultrasound picture. There were no issues related to temperature and flow on the catheter. The issue had nothing to do with ablation, so no generator information was provided. Patient had been bloused with heparin and drip had been started, the dosages unknown. The patient has not exhibited any neurological symptoms since the procedure was completed. Thrombus/clot is MDR-reportable. Biosense webster manufacturer's reference number pc-(B)(4) has 1 additional refrence number 2029046-2022-02755.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 14-nov-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent a afib ¿ paroxysmal ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curve & carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There were clots on the vizigo and octaray. Device evaluation details: visual analysis revealed no damage or anomalies on the device. However, according to the decontamination site, darkish material was observed on one spline.a patency test was performed, and the device was flushing correctly, no obstructed hole was observed. No irrigation issues were observed. The issue reported by the customer was confirmed since residues of darkish material was observed on one spline that can be related to the clot reported by the customer. A manufacturing record evaluation was performed for the finished device number lot 30846389l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).